Event description:
A manufacturer representative reported during an implantable neurostimulator (ins) replacement due to normal battery depletion, the physician could not insert the extension inside the ins connector block. The extensions entered only until about half way. The physician decided to use another ins and the connection worked. It was unknown if any factors led to the event. Troubleshooting included many connection attempts. The issue was noted as resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found a lead or extension insertion anomaly and the balseal spring was deformed. As received, a lead could not be inserted into ins port #1. Connector #1 in ins port #1 has a deformed balseal connector spring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.